Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt's battery charger was not recognizing the battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (battery charger does not recognize batteries) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets were isolated to corrupted data in the flash memory. The root cause for the corrupted flash memory data could not be positively identified. No adverse event resulted from the defective charger. The pt was issued a replacement battery charger/modem.